Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify back light anomaly and audio/vibrate anomalies due to unresponsive button. No button error alarm during testing. Device received with stripped battery cap coin slot and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had sticky buttons. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the haziness on screen and battery cap was strip and making hard to take battery out and not received low battery alert or low reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.